Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact on the pusher assembly. The embolization coil had offset coil winds. The pusher assembly was kinked approximately 11.5 cm and 103.0 cm from the proximal end of the device. The returned smart coil was attempted to be advanced into the returned non-penumbra catheter. Resistance was experienced inside the hub of the microcatheter and the coil could not be advanced further. A demonstration smart coil was advanced through the returned non-penumbra catheter without issue. Conclusions: evaluation of the returned smart coil revealed a device with offset coil winds. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. If offset coils are present, resistance may be experienced when attempting to advance the device. During functional testing the returned smart coil was unable to be advanced into the returned non-penumbra microcatheter. Resistance was experienced as the embolization coil entered the hub of the microcatheter. Offset coil winds likely contributed to the difficulty experienced during the procedure and functional testing. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization in the superior ophthalmic artery using penumbra smart coils (smart coils). It was noted that the patient¿s anatomy was mildly tortuous and calcified. During the procedure, the physician placed six non-penumbra coils and one smart coil in the target vessel using a non-penumbra microcatheter. While attempting to insert a smart coil into the microcatheter, the smart coil became stuck at the hub of the microcatheter and would not advance further; therefore, it was removed. The procedure was completed using another smart coil, other coils and the same microcatheter. There was no report of an adverse effect to the patient.